Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2011 including an ipg. It was reported the pt has lost stimulation. When she went to check her battery with her programmer she received the lot battery flag. She attempted to clear the low battery flag but was unsuccessful. As a result, the pt will undergo surgical intervention on a later date to resolve the issue. No further info is available at this time.